Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulties appear to be related to circumstances of the procedure.

Event description:
It was reported that the procedure was to treat an unspecified concentric lesion in the heavily calcified, mildly tortuous, mid left anterior descending coronary artery. A 3.0 x 15 mm trek rx balloon dilatation catheter (bdc) was advanced and crossed the lesion with no resistance. On the first inflation to 8 atmospheres the balloon ruptured. The device was removed with no resistance and an unspecified nc balloon catheter was used to successfully complete pre-dilatation. The procedure was successfully completed after stent implantation. There was no reported clinically significant delay in the procedure. There was no reported adverse patient effect. No additional information was provided.